Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the master tool manipulator (mtm) arm drifted when the surgeon removed their hands from the mtm. The technical support engineer (tse) confirmed that the surgeon was still engaged with the surgeon side console (ssc) high resolution stereo viewer (hrsv). Tse informed customer that they should not be releasing control of the mtm if they're still engaged with ssc. The procedure was continued using the same system with no reported injury.

Manufacturer narrative:
A field service engineer has been dispatched onsite to investigate the issue and the fse attempted to recreate the drift issue the surgeon experienced. Fse was unable to reproduce the reported issue. Fse performed a gravity compensation calibration, sine cycle, and verification as a proactive measure. The system was verified and ready to use.